Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the trt75 firing knob could not be advanced. On inspection, the safety pin was in the wrong position. Another device was used to complete the case. There was no consequence to the pt.